Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2021 the physician elected to cap and replace the rv lead. The patient condition is stable.